Event description:
It was reported that the right ventricular (rv) lead had degraded over the last several months. The long term impedance trend showed that the impedance had degraded from 400 ohms to below 200 ohms. The lead had intermittent capture and oversensing. An outer conductor fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2010. (B)(4).